Event description:
It was reported that a patient was unable to turn on his implantable neurostimulator (ins). It was mentioned that the patient "was having problems." The patient had used the recharger and reposition icon was seen on the screen "plus which ever button he was pressing at the time." It was stated that the patient "was getting sync key" with his patient programmer. The patient last felt the stimulation last night and turned it off because it was harder to sleep with it on due to getting an "awkward feeling." It was stated that the last time he had recharged ins to a full battery had been about five days prior to the report. It was also reported that "it took 2 weeks for him to recharge again." It was mentioned that in (B)(6) 2012 he had issues with the recharging and had not been able to turn on and off the device because "the ins had become so low" and the patient had to receive help with recharging. A new recharger had been also ordered. It was stated that company representative "had been having trouble viewing if it had been on and seeing hours of usage on the diagnostic machine." There were no known accident or incident related to this complaint. The patient hadn't had any falls or trauma. Additionally, it was mentioned the device was loose and the patient was able to move the ins. The patient was not able to adjust the stimulation both with and without antenna attached. He was "getting sync key." Four days later telemetry issues were reported and an ins overdischarge was suspected. The patient charged the ins two weeks prior but couldn't turn the stimulation on nor get any communication with the recharger or patient programmer. Two days later a stimulation in the wrong location was reported. The area of the stimulation was abdomen and "areas other than where the patient should be feeling it." The event occurred following overdischarge. Physician mode recharge (pmr) had been completed a couple of days ago and the patient had received the power on reset (por) screen but when he stood up to walk the ins randomly turned on "when battery was 75% full." The patient had uncomfortable stimulation so he performed a pmr and left the ins alone until he met with company representative on the day of the report. Por was cleared and his programs were being worked on when the patient started experiencing "uncomfortable stim" in his abdomen. The stimulation could not be moved to the right area. It was attempted to turn off the stimulation, physician programmer showed it was off but the patient was still feeling the stimulation. The stimulation stopped when "the system was exited" via the programmer. The ins battery was less than 25% full. It was also reported that the ins turned on randomly and it could not be turned off with the patient programmer. It was stated that "the ins was charging really fast, 50% charge in 30 minutes." The patient performed "4 pmr sessions the other day then charged to 75%." That night the stimulation turned on randomly and he could not turn it off with patient programmer or recharger so he did another pmr to turn it off. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37651, serial# (B)(4), product type recharger; product ID 37092, lot# 246870001, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
Follow up information received reported that the patient had their (ins) explanted and replaced. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an upcoming appointment with his doctor to discuss a possible replacement. No further information was reported.

Event description:
Additional information received reported the patient met with the manufacturer representative on (B)(6) 2013. The device was checked using the clinician programmer and indicated that stimulation was off. It was stated that amplitudes were set at 0v. The stimulation was turned on and the stimulation stopped as 0v was programmed. The amplitude was slowly increased and the patient was able to feel stimulation. Stimulation was then turned off normally. Multiple recharge attempts were completed on that day, but there was only one successful 10 minute session with 6 coupling bars. The following day it was stated the patient's device was not currently in a state of overdischarge (od). Five days later, the battery recharge diagnostics were reviewed and it was reported the battery voltage was 'near full' during a 27 second recharge that took place on (B)(6). It was indicated the battery 'was below 3.615v one minute and then jumped to 4.005v the very next minute.' It was thought that the 'recharge energy itself caused the battery voltage to jump nearly instantly from empty to near full.' It was noted this was 'probably due to extraordinarily high internal battery impedances due to severe od damage.' It was further stated that rapid charging/discharging indicates severe battery damage due to od. It was ultimately unclear what the exact reason was for the rapid charging and discharging. It was indicated the patient had two od's. The problem with the stimulation randomly turning on continued to occur. A second follow up report will be sent if additional information is received.

Event description:
Additional information stated the patient's battery would be replaced, but the date had not yet been decided. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the battery was over discharged and permanently damaged.